Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the image was intermittently lost when the insertion tube was manipulated. There was a severe dent and buckle on the insertion tube below the protector boot that appeared to have damaged the ccd wires which likely caused or contributed to the image difficulty. Additionally, evidence of fluid invasion and corrosion was found inside the light guide connector unit, which also may have caused or contributed to the image difficulties. The endoscope passed leak testing. The exact cause of the fluid invasion could not be conclusively determined, however, mishandling during reprocessing could not be ruled out as a contributing factor. The device is pending instructions from the user facility regarding servicing of the device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that the image blacked out during a procedure. The scope was withdrawn from the pt and the procedure was completed using a similar but different device. The user facility further reported that there was approximately a 10 minute delay with the procedure. There was no pt injury associated with this event.